Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted and resulted in moderate to severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed with no change in pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve. No adverse patient effects were reported.